Event description:
Meter was set to the incorrect unit of measurement. The meter was set to mmol/l. The patient was taken to the hospital and was treated with glucose. There is no information on whether the patient experienced any symptoms or what the reading was on the hospital device. The patient mentioned that meter is not an out of box meter and the meter was not previously set to the correct unit of measurement. No information on how long the patient had the subject meter for. Customer services assisted the patient in setting the meter back to mg/dl. Based on the information provided, this case is being reported as a malfunction, since the patient claims that the meter was originally set to the incorrect unit of measurement.